Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was unable to place ipg into MRI mode due to multirole high impedances. Patient also experienced several falls and trauma. As such surgical intervention was undertaken wherein the paddle lead was replaced and therapy was restored and addressing the issue.

Manufacturer narrative:
B3: date of event is estimated.